Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe had a deformed rubber stopper.

Manufacturer narrative:
Investigation summary: customer returned (7) 3/10cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 8057577. Customer states that the rubber stopper was deformed. All returned syringes were examined and one sample exhibited a deformed stopper in the barrel. CAPA 122939 has been opened to address this issue. A review of the device history record was completed for batch# 8057577. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe had a deformed rubber stopper.